Event description:
The customer reported the generation of erroneously high sodium (na) and potassium (k) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the sample probe, reference electrode, reagent syringe and sample syringe which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).